Manufacturer narrative:
A customer service engineer (cse) was dispatched to the customer site. The cse performed a total service visit and did not find any leaks when inspecting the fluidics. The probe alignments and dispensing were inspected and identified the base probe was over-dispensing. The base pump was adjusted and the base probe was properly dispensing. The cse performed quality controls (qc) and the results were within acceptable range. The advia centaur xpt instrument is fully operational and the cause of the falsely elevated intact parathyroid hormone (ipth) is unknown. No further evaluation of this device is required.

Event description:
A discordant falsely elevated intact parathyroid hormone (ipth) patient result was obtained on an advia centaur xpt instrument on (B)(6) 2018 during a lot to lot correlation. The initial result was obtained with reagent lot 372 and reported to the physician(s). The customer used the same sample and instrument to perform repeat testing on (B)(6) 2018. The repeat testing was performed in triplicate and with a different reagent lot (369) that the customer started to utilize. The customer stated that expected results of < 6.3 pg/ml were obtained with repeat testing and a corrected report was issued. There are no reports of patient intervention or adverse health consequence due to the ipth discordant patient result.